Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after trying to insert several batteries. Blood glucose level at the time of the incident was not provided. Customer also reported getting a failed battery test after receiving a replacement battery cap. During troubleshooting, the customer did not alarm failed battery but the battery icon was still showing red even with new battery. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump was received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Insulin pump powered up properly after battery installation. No blank display noted.